Event description:
Additional information received indicated that the patient was upset her implantable neurostimulator (ins) never helped her symptoms. The patient experienced no symptom relief since implant and tried 8 different programs prior to the lead revision, then 3 programs after that and no symptom relief. In the later part of (B)(6) 2016, patient decided on her own to try one loperamide per day to see if that would help and found out a dramatic improvement. The patient has appointment at the end of (B)(6) 2016 and would discuss removing the device. The patient stated she wished she had done the trial for longer than one week, her condition was sporadic and would probably had to have tried it for weeks in order to know if it would help her.

Event description:
Additional information received from the manufacturer representative and consumer reported that no cause of the lack of efficacy was identified. The patient had their implantable neurostimulator (ins) replaced because it was not working for their symptoms and they had a loss of change of therapy. Since replacement the patient had had symptom relief. The patient had 1 accident the day after replacement, but since then had had good results and was optimistic about the therapy.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0pc4h, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0pc4h, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer and health care provider reported that on (B)(6) 2014 the patient had an accident and needed to increase their stimulation and wanted help doing so. The patient still had bandages on. The patient synched with their implantable neurostimulator (ins) and verified that the stimulation was on and it was set at 1.4 volts. The patient increased their stimulation to 1.5 volts and felt a sensation. When the patient increased, they only felt stimulation slightly. The next day, the patient was still having accidents and they were not getting their programmer to work. The patient had another accident that day and wanted to increase stimulation, but the programmer would not connect to the ins. The patient did not have the antenna on the implant and when they put the antenna on the implant the programmer connected just fine. The patient was able to verify stimulation was on and they were set at 1.5 volts. The patient increased to 1.7 volts and was feeling stimulation comfortably while sitting, standing and walking. The patient would decrease stimulation if it was too strong and would continue to track their symptoms. The cause of the event was not determined and the patient's device needed to be reprogrammed. The patient was going to keep a diary and make a change if necessary. Follow up with the health care provider (hcp) was planned. The consumer further reported that they still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient had an appointment on (B)(6) 2015. The patient started leaking again and then 3 to 4 days ago they had 3 accidents in 2 days. The patient had a loss of therapeutic effect. The patient called their hcp who suggested they change programs. The patient thought they could do that on their own, but called to get help changing programs. The patient's book and information were in another state. The patient was currently on program 1 at 2.4v and they never used any other program. The patient's other programs were set at 1.2v on program 2, 2.8v on program 3, and 1.2v on program 4. The patient activated program 2 and set it at 1.5v where they felt stimulation comfortably and wanted to try it there. The patient stood, sat, and walked and it was comfortable. Later the patient was still not getting urinary relief on program 3. The patient wanted assistance changing to program 4. The patient got the replace battery icon on their programmer. Additional information received from the consumer via the manufacturer representative reported that the patient had a lack of efficacy due to the lead. The troubleshooting performed and the intervention taken to resolve the issue was reprogramming. Surgical intervention occurred and they put a lead in on the other side. The old lead was implanted and out of service. It was unknown if the issue was resolved and the patient status was alive with no injury. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.